Event description:
Pt had tracheostomy performed on (B)(6) 2010. Et tube in place and pt on ventilator post-op. On (B)(6) 2010 at 09:00 nurses document "persistent leak" with physician notification. On (B)(6) 2010 09:40, nurses document "persistent and significant leak; total volume less than 100 ml." At 10:17 nurse documents "physician at bedside for emergency bronchoscopy." Pt taken to operating room emergently after bronchoscopy for placement of new endotracheal tube. Et tube was found to be defective by surgeon and confirmed by anesthesiologist; exact issue: valve defective, thereby allowing cuff air to slowly leak from balloon; was not the cuff itself.